Event description:
As reported by the user facility: needle broke off at the hub. The needle was able to be pulled out of the patient. Additional information provided by the facility indicated the patient suffered no adverse sequela associated with the incident and the needle was removed without incident. The sample has been discarded and will not be returned for evaluation.

Manufacturer narrative:
The actual device involved in the incident was not available for the manufacturer to evaluate. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. These needles are purchased from (B)(4). Six unused samples from current b. Braun inventory of the reported lot and all available information has been forwarded to the vendor, becton dickinson for further investigation. If any additional, pertinent information is received from becton-dickinson, a follow-up report will be submitted.